Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the leak test during the procedure was negative. The pt present 7 days post-op with a leak. Re-operation was performed and a colostomy was needed. At the time of reporting, the pt was doing fine.